Event description:
Customer reported weak positive reactivity in patient samples with reference cells a1, b (b cells vial).

Manufacturer narrative:
The retention product met specifications. Testing performed with retention referencells (a1 & b) using in-house donor samples with various abo types resulted in no unexpected weak reactivity. All expected positive reactions were 3+ to 4+ and all expected negative reactions were negative. The customer did not return product or sample, so it is possible the complaint may be due to the nature of the sample. The possibility of user error can not be ruled out. The event has the potential to result in an abo mistype. There was no transfusion of incompatible blood based on the results.